Manufacturer narrative:
Although requested, no additional information about the event provided. The customer's complaint of a chemotherapy leakage when disconnecting the syringe from the bag could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during preparation of chemotherapy infusion bags, the pharmacy technicians were using a secondary tubing transfer with a side port on the chamber and noted a drop of chemotherapy on the end of the port when they disconnected the syringe from the luer to luer connection. This problem was first observed with doxorubicin, a red drug, but subsequently, started noticing this leak with the clear chemotherapy medications as well. The customer states that there is no patient involvement. The customer states that the staff is at risk for exposure to the chemotherapy medications.